Manufacturer narrative:
(B)(4). Implant date: the patient was implanted approximately 15 to 20 years ago. The exact implant date is unknown. Concomitant medical products: item #163661, cocr modular head, lot #unknown. Item #unknown, unknown shell, lot #unknown. Item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Subsequently, approximately twenty years post implantation the patient encountered a fall fracturing the femur. The patient was revised due to a periprosthetic fracture. The head was removed and replaced. Additional information was requested; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the provided x-rays identified a periprosthetic fracture adjacent to the tipp of the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.